Manufacturer narrative:
Other, other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the device was found to have damage, breaks, cracks and missing parts. During functional testing, the device was found to fail force sensor test at power up and the plunger flippers were sticking open. It was determined that impact knocked the sensor out of calibration and that contamination was observed around the flippers and timing plate. The force sensor was replaced and the timing plates were reset to resolve the functional issues identified. As preventative maintenance, the plunger cable was replaced. Following all part replacements and preventative maintenance, functional testing was performed and the device passed. It was concluded that the root cause was normal wear of the device (9 years) and customer handling of the device. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information: h10 correction: g1 and h6 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump is getting a sensor error. One of the flanges on the plunger is sticking. No adverse patient effects were reported.